Event description:
During a dinner meeting it was discovered a surgeon had a patient that developed foot drop after an io-flex procedure approximately 2 years ago.

Manufacturer narrative:
The company was made aware of this event during a dinner meeting. According to the surgeon, this event occurred approximately 2 years ago. There is no other information at this time, the investigation is ongoing. A follow-up report will be issued when additional information becomes available.